Event description:
Patient was an infant in nicu on continuous pulse oximetry monitoring. The probe was placed on the left foot at 8pm after bath and removed at 2am (6 hours later). Upon removal, adhesive peeled a layer of skin off.